Event description:
It was reported that since (B)(6) 2021, this right ventricular (rv) lead exhibited intermittent periods of noise in the shock channel while performing isometric test. No out of range measurements were found, neither noise in the rv channel. An x-ray is being schedule as a possible fracture is suspected to be cause of the noise. At this time, the rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that since (B)(6) 2021, this right ventricular (rv) lead exhibited intermittent periods of noise in the shock channel while performing isometric test. No out of range measurements were found, neither noise in the rv channel. An x-ray is being schedule as a possible fracture is suspected to be cause of the noise. At this time, the rv lead remains in service. No additional adverse patient effects were reported. Pc